Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high as compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed, the issue occurred on (B)(6) 2012 at approximately 10:04pm. She stated, the patient tested on the subject device and observed a value >200mg/dl (exact reading is not known). The patient reportedly manages his diabetes with insulin (unknown type and dose) and is a self adjuster. He denied making any changes to his usual diabetes management routine in response to the alleged high reading. One hour later, he reportedly developed symptoms of "feeling cold, shaky and clammy." He tested on his wife's meter at approximately 11:04pm (ultra2) and observed a value of "48 mg/dl." The reporter stated, he self-treated his symptoms with food/drink at 11:30pm. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were on good condition. A control solution test was performed and the result fell within the range specified on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.